Event description:
It was reported that upon deployment of filter, the arms and legs were crossed. The filter was removed and replaced with a competitor's filter.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned as it was discarded by the user facility. It is unk if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk.